Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: analysis of the returned device identified: opening on radius and white particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening on radius and delamination of valve (<75% partial separation). Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A delamination partial of the valve (cohesive failure).

Event description:
Healthcare professional reported "right side deflation." Device was explanted.